Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer had an open circle on the pump. Customer was running a temp basal and had a low battery. Customer was giving herself boluses and only getting 0.3. Customer had alarms in her alarm history. Customer was educated on how to set a percent of basal. Customer's blood glucose level was 328 mg/dl. Customer thinks there is a delivery anomaly due to her claims of having given herself 2 manual boluses. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional info provided.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.